Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the arm at the top has a nut that came off and will not tighten back down. He said he is afraid to strip it out.